Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter had black marks on the display. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the patient first discovered the alleged display issue. The patient's testing frequency is not known, the patient's diabetes management is not specified and it is not known what action the patient took in response to the reported meter issue. The patient indicated he does have a secondary meter, however, the patient's blood glucose result with the secondary meter is not specified and it is not known if the patient tested his blood glucose with the secondary meter after discovering the alleged meter issue. According to the csr's documentation, the patient reportedly developed "high blood sugars" as a result of the alleged meter issue (date/time not known); however, the patient's blood glucose results are not specified. It is not known if the patient administered self-treatment and it is not specified if the patient received any form of medical intervention after the alleged issue began. During troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Based on the information provided, this complaint is being reported because the alleged issue remains unresolved. There is no evidence, however, that the patient suffered a serious injury because of the alleged issue. There is no indication that the patient developed any symptoms suggestive of severe hypoglycemia or hyperglycemia after the alleged meter issue began. There is also no evidence that the patient received any form of medical intervention after the product issue occurred.

Manufacturer narrative:
Test strip lot #: not provided. The 510(k) # is k082590.